Manufacturer narrative:
An event of stenosis and structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, the patient presented with restenosis and was diagnosed with structural valve deterioration, then the patient was hospitalized until (B)(6) 2017. A valve in valve procedure was schedule for (B)(6) 2017, but was delayed because of infection post-intervention for myocardial infarction. On (B)(6) 2017, a valve in valve procedure was performed, and a 23mm edward sapien valve was implanted. (Clinical study patient ID: (B)(6)).